Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm during set change. Customer's blood glucose was unknown. During troubleshooting, insulin did not exit with plunger push. Customer was advised the alarm was caused by a set/site occlusion. Customer was advised the reservoir and set will be replaced. Customer agreed to return the reservoir for analysis.